Manufacturer narrative:
The returned ulna shortening plate, with the stuck guide wire, was visually examined. The complaint was confirmed, the guide wire was stuck inside of the guide wire hole in the plate. The guide wire had been snapped off so only a small part of the wire remained in the hole. With such a small portion of the guide wire remaining in the plate, it could not be determined which guide wire was used with the plate. Per the ci, it was stated that the ws-1505st guide wire (.059" x 5") was used in the plate. This size of guide wire is not part of the osteotomy system. The ws-1406st guide wire (.054" x 6") is called to be used with the plate per the surgical technique. Additional mdrs associated with this event: 3025141-2019-00236: guide wire.

Event description:
During the implantation of a ulna shortening plate, the wrong size guide wire was inserted into a guide wire hole in the plate and it became stuck. A second plate had to be used. There was a 30 minute delay in surgery.